Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not print. The printer and printer drawer were replaced. It was also indicated that the system fan was noisy and therefore replaced. It was also indicated that the electrocardiogram connector on the printed circuit board was loose. The board was replaced and calibrated. The programmer passed all functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not print. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.